Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 453 mg/dl at the time of incident. Customer treated with insulin pump and manual injection. The customer was assisted with troubleshooting and declined for high blood glucose. Customer was performed a displacement test because he mentioned wearing the pump during an x ray on. Customer received the blanket statement and test was passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test.